Event description:
During the saphenous vein harvesting procedure, the fatty tissue was building up at the end of the vh-3100 dissection tip during dissection. Due to lack of visibility the procedure was completed to an open leg procedure. No other pt complications were reported. The physician assistant reported that the fatty tissue build up was not due to any device malfunction, but rather, due to user technique. This report is being submitted because medical intervention was performed.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Because no device malfunction was identified.